Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the customer experienced an issue with a 8mm large suturecut needle driver instrument where strings were coming out of its tip. No fragments fell into the patient. The procedure was completed with no reported injury.